Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the stent would not connect to the bd insyte¿ autoguard¿ shielded IV catheter during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "impossible to screw the stent into the catheter. Same problem with a second stent. The problem seems to come from the catheter which has a defect on the thread. The patient had to be reinfused with another catheter. The patient who was hard to puncture had to be reperfused. Catheter change and faulty dm set aside".

Event description:
It was reported that the stent would not connect to the bd insyte¿ autoguard¿ shielded IV catheter during use. The following information was provided by the initial reporter, translated from french to english: "impossible to screw the stent into the catheter. Same problem with a second stent. The problem seems to come from the catheter which has a defect on the thread. The patient had to be reinfused with another catheter. The patient who was hard to puncture had to be reperfused. Catheter change and faulty dm set aside."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/27/2020. H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used 22ga insyte autoguard winged catheter/adaptor assembly and an opened empty package from material number 381923, lot number 9231262. In addition, two photographs were received which displayed similarities to that of the returned unit. A visual/microscopic evaluation was performed on the returned sample which displayed damage to the threads on the outside of the luer end of the adapter. A functional assessment of the connection compatibility of the returned catheter/adaptor assembly was conducted to evaluate this reported incident. The damage to the outer threads of the luer adapter prevented a successful connection between the adapter and a lab supplied extension tubing set. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a probable manufacturing process related issue for the reported defect relating to gripper or adapter misalignment during the build of this unit. A device history record review could not be reviewed as the lot number was unknown.